Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer has been having issues with sensor glucose versus blood glucose. The customer's sensor glucose was 77mg/dl and blood glucose was 151mg/dl. The customer removed sensor and cannula was bent. The customer was advised the sensor will be replaced.